Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was walking when the patient suddenly fell. Interrogation of the device shows anti-tachycardia pacing (atp) due to ventricular tachycardia (vt) detection causing acceleration of heart rate leading to shock. The cause of the shock was t-wave oversensing and the lead sensitivity was reprogrammed. The lead is still in use. No patient complications were reported as a result of this event.